Event description:
As client turned in road the rh castor snapped and client fell out of the chair, both castor forks, castors and fork housing replaced.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occured in the (B)(4).